Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video system center image suddenly disappeared. The issue was found during a diagnostic endoscopy procedure that was able to be completed using the same device. There were no reports of patient harm.